Manufacturer narrative:
The customer's allegation was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: this event caused by a component failure of ceramic head (insulation beak). The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the subject device ceramic head came off. The issue occurred during reprocessing. There were no reports of patient involvement.